Manufacturer narrative:
Pump received with intermittent button response due to act, esc, and bolus button are flat button dome. The connector was inspected and locked on lcd board. Pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.